Manufacturer narrative:
The investigation is still in progress. The information at present highlights a single strut fracture (type I fracture) which is not considered to be clinically relevant. The reported patient effects of restenosis is listed in the biomimics 3d instructions for use and is a known patient effect of endovascular/peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, a physician at a (B)(6) site implanted a patient with a biomimics 3d vascular stent (6mm x 150mm) to treat an occlusion of the distal superficial femoral artery (sfa). Percutaneous transluminal angioplasty (pta) was also conducted on the target lesion. On the (B)(6) 2021 a recurrence of the restenosis required treatment. Directional atherectomy (da) with antirestenotic therapy (daart) was planned but could not be conducted because of the presence of a suspected single strut fracture (type I). Type I fractures are not considered clinically relevant, and is not the subject of this reported adverse event which is the restenosis of the treated segment which required a target lesion revascularisation (tlr) with pta that included inflations with drug eluting balloons (deb) of sizes 5mm x100mm, 5mm x 80mm and 4mm x 80mm.

Manufacturer narrative:
A detailed review of all the lot history records pertaining to the relevant stent and delivery system lots showed no issues that were deemed related to the complaint investigation. The investigation included communication/interviews and review of relevant angiographic imaging from both the index procedure and from the reintervention on the restenosis at which point the reported stent fracture was identified. Initial information provided from the veryan representative that reported the case initially, highlighted that there was limited information available on the procedure but that the physician was the only person who handled the device during deployment. Additional information provided from the physician in response to a request for information by the complaints team reported that there was no vessel preparation conducted on the diseased vessel prior to implantation of the biomimics stent. An antegrade approach was used by the physician. The index procedure involved a 6f terumo sheath, 0.035" benson guidewire, and a mustang balloon 4 x 100 inflated using moderate pressure. For the reintervention on the restenosis a 7f terumo sheath, with a v18 guidewire and three different sizes of ranger balloons were used. Following review of the angiographic images provided, these confirmed that there was no vessel preparation prior to stent deployment as reported by the physician. Instead percutaneous transluminal angioplasty (pta) was used after stent implantation. The proximal end of the stented segment was not fully expanded and it was evident that it had not been treated with pta post implantation of the biomimics stent. It appears that a possible distorted stent pattern is visible toward the distal end of the stent but a stent fracture could not be confirmed. The pta of the restenosis was effective and the images confirm that the vessel patency was restored. A root cause of the possible distorted stent pattern cannot be determined. The complaint was categorised as a distorted stent pattern and a root cause category of "unknown" was assigned. The complaint is not related to a deficiency of the device. Any additional information provided will be provided in a follow-up report. Section h.6. Adverse event coding has been updated to reflect the findings and conclusion of the investigation.